Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Twenty unopened 1.2mm angled db sideport knives were received for the report of the poor quality of knives. Samples were visually inspected per sampling plan and all 13 were found to be conforming. Functional penetration testing was then performed and sample 7 was found to be conforming and samples 1-6 and 8-13 were found to be non-conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 1-6 and 8-13 were nonconforming for functional penetration testing. The root cause of unopened samples 1-6 and 8-13; poor quality of knives is manufacturing related to the electropolish process. The returned unopened sample 7 was found to be conforming, therefore poor quality of knives as described in the complaint was not confirmed. The unopened sample 7 was found to be conforming; a non-conformance investigation was completed to investigate the trend identified for dull cutting instruments as seen on samples 1-6 and 8-13. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic cutting knives were of poor quality. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in d.4 and additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of poor quality of knives; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).